Manufacturer narrative:
G4:07mar2021. B4:24mar2021. The authorized service engineer (ase) replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The replaced front bezel was returned for failure analysis. It was determined that previous investigations had shown liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2021. 03mar2021.

Event description:
The biomed is reporting the v60 nav-ring is not moving. The customer contacted product support and advised to replace the front bezel. The customer reported that the unit was not in use on a patient.